Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Usage of device: the patient denies reuse. Device evaluation: it is unknown if a samples is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that during injection, the patient end needle of the suspect device broke off into the customer's abdomen and the insulin spilled onto her skin. The customer went to the emergency department where she had an x-ray and an ultrasound. The emergency room physician told her the needle was not detected on either test. The customer went to see her regular doctor who did not see or feel anything. She states her doctor did not advise any follow up and asked if she was certain it broke off into her abdomen and did not fall onto the floor. The customer reports not being able to currently see or feel anything at the injection site and will contact bd if anything changes.

Manufacturer narrative:
The customer was contacted by bd for sample follow up. The customer reports she has not had any follow up with her doctor since the original contact and is waiting for the retained needle to surface so she can see it. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
The customer was contacted by bd for sample follow up. The customer reports she has not had any follow up with her doctor since the original contact and is waiting for the retained needle to surface so she can see it.